Event description:
Patient's legal counsel reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient underwent revision procedure on (B)(6) 2011 for patient alleged pain, discomfort, soreness, dysfunction, metallosis, damage to surrounding bone and tissue, and loss of range of motion. The modular head and taper components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient¿s legal counsel reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reports that a revision procedure was performed on (B)(6), 2011 for patient allegations of pain, discomfort, soreness, dysfunction, metallosis, damage to surrounding bone and tissue, and loss of range of motion. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to metallosis, blackened synovial tissue, a pseudocapsule and elevated metal ion levels. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01445 / 01446).

Manufacturer narrative:
This follow-up report is being filed to relay additional information obtained from operative notes and blood test results, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01445 / 01446 & 03232).